Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 11/26/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens was observed to be severely scratched. During testing, the pump was powered on and the display screen appeared dim with discolored text. (B)(6)